Event description:
Pt reported symptoms of headaches in the medulla part of the brain, chest tighness, wheezing, and skin on their chin and in and on their nose peeling. They use cidex opa solution in a 6ft x 4 ft room. Air exchanges are unknown. There is a duct in the ceiling that can be turned off and on. No medical attention or medicine has been sought.